Event description:
The devices were used during an unspecified procedure. Reportedly both specimen pouches broke in the patient's cavity. Both pouches were retrieved by the surgeon without injury to the patient.